Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 29, 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a chronic pancreatitis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated. According to the complainant, on (B)(6) 2019, patient experienced abdominal pain and was brought in for computed tomography (CT) scan. Under the CT imaging, it was noticed that the stent was broken. An ercp procedure was performed and confirmed the stent was split in half. The physician attempted to remove the stent with an extraction balloon but it was unsuccessful. The physician then used a biopsy forceps and was able to remove a portion of the stent. An overtube was placed to remove the remaining portion of the stent that had dislodged out of the bile duct. The physician then went into the bile duct with spyglass but still was unable to remove the remaining portion of the stent from the patient. Reportedly, the physician implanted two plastic stents and referred the patient to another hospital to have the stent removed surgically.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: patient code 3191 is being used to capture the additional intervention performed to attempt to remove the stent. Device problem code 1069 captures the reportable event of stent break. Device problem code 1528 captures the reportable event of stent difficult to remove. Block h10: a portion of a deployed wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. Visual analysis of the returned device found the stent wires were kinked and broken. The distal end of the stent was not returned. A photo of the device provided by the complainant showed the stent was broken in half. No other issues with the stent were noted. The report that the stent broke was confirmed. The observed failure (stent wires kinked) is consistent with force being applied during removal of the stent using biopsy forceps. The investigation concluded that the stent break may have been related to anatomical conditions, potential chemotherapy/radiation exposure to the stent, or the diet of the patient. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Furthermore, stent fracture and pain are noted within the dfu as potential adverse events associated with the use of this device. Therefore, the most probable root cause is known inherent risk of device. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a chronic pancreatitis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated. According to the complainant, on (B)(6) 2019, patient experienced abdominal pain and was brought in for computed tomography (CT) scan. Under the CT imaging, it was noticed that the stent was broken. An ercp procedure was performed and confirmed the stent was split in half. The physician attempted to remove the stent with an extraction balloon but it was unsuccessful. The physician then used a biopsy forceps and was able to remove a portion of the stent. An overtube was placed to remove the remaining portion of the stent that had dislodged out of the bile duct. The physician then went into the bile duct with spyglass but still was unable to remove the remaining portion of the stent from the patient. Reportedly, the physician implanted two plastic stents and referred the patient to another hospital to have the stent removed surgically.